Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the anthology femoral stem and head were revised due to ongoing femoral pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.